Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding am implantable neurostimulator. Patient representative (pt rep) reported couple weeks ago patient (pt) fell on his head and they think passed out (from fall). Pt fractured skull and had brain bleed, pt doing ok now and had been in rehab for "several weeks". Pt rep said, "one day" while in rehab staff reported pt's implant spontaneously turned off. Pt rep facetimes with staff and was able to get implant back on, pt rep said implant had charge in it so cause of implant being off remains unknown. Manufacturing representative came and looked at patient's implant last saturday and said everything looked fine with dbs.

Event description:
Additional information received from manufacturing representative. Manufacturing representative(rep) reported that that the cause of the fall was undetermined. Rep interrogated patients implant and thought that the implant had turned off due to lack of charging. Rep reported that the implant turning off seems to be resolved as everything appears fine and is on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.